Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against ventralex st which was implanted on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is alleged that the patient's infected mesh was diagnosed and removed in 2020. It is also alleged that the patient experienced emotional distress and the device was defective.